Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose of 450 mg/dl. The customer was treated with insulin pen and current blood glucose was 390 mg/dl. The mother stated that they found the cannula was bent outside the skin. They were advised about the proper insertion techniques. Troubleshooting was declined. The insulin pump will not be returned for analysis.